Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. The analyst indicated the most recent lv lead impedance measurements of greater than 4000 ohms was for pathways that included the lv1 electrode. Other lv lead pathways had impedance measurements within normal range.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was noted that during placement of a cardiac resynchronization therapy defibrillator (crt-d) system, device testing showed elevated left ventricular (lv) impedances. It was noted that prior to insertion into the device, the lv lead "demonstrated good function without phrenic nerve stimulation." The device header was examined and "it seemed like the lv lead was plugged in." The setscrew was loosened and the lv lead removed from the port. The lead was re-inserted at which point the setscrew could not be engaged. It was suspected that the set screw "had become tilted." The device was explanted and replaced at which point "electrical characteristics were good." The lv lead remains in use. No patient complications have been reported as a result of this event.